Manufacturer narrative:
Multiple attempts were made to gather patient information. However no information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient recently presented to the emergency department with intracranial hemorrhage. The patient was located in the neuro unit with a slight uptrend in power. A log file was sent in for review which found that the power elevations correlated with a momentary change in set speed from 9800 rpm to 10200 rpm. The set speed was changed back to 9800 rpm one minute later. No other unusual events were seen within the log file. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported slight power elevation was confirmed within the submitted log file. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. A cause for the stroke and power elevation could not be determined. The submitted log file, which contained data from (B)(6) 2021, showed a mostly stable power with one large increase correlating with a temporary speed increase as well as a minor uptrend in average power beginning approximately on (B)(6) 2021. The pump appeared to operate as intended above the low speed limit. The account reported that the patient presented to the emergency department with an intercranial hemorrhage, and was moved to the neurological unit with a slight uptrend in pump power. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 ¿introduction¿ of the heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including stroke and bleeding. This section also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.